Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose levels of 250mg/dl and 468mg/dl. The customer's spouse was assisted with troubleshooting for the high readings. The customer treated with the insulin pump. Customer's blood glucose value was 459mg/dl at the time of the call. The drive support cap appeared normal. The customer's spouse reported a bubble little white sport in the tubing and was advised to perform a rewind, manual prime/fill tubing, which resulted with the insulin exiting. There were no leaks. The customer's spouse declined further troubleshooting and stated that they were going to change set. The product will not be returned for analysis.